Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the device was being applied to cystic artery and duct, the surgeon was able to squeeze the handle, the jaws were able to close, but the clips were scissoring over vessel and it would not open. There was also an issue with loading or firing the clips and it had a malformed clips. The patient was still in the hospital to be transferred for ercp. They opened another clip applier to resolve the issue. The patient had incurred temporary injury of duct leakage and bile leakage.